Event description:
Physician called to pt's bedside to change leaking endotracheal tube (ett). Upon removing ett, tube found to have significant tear in the wall of the tube. (Pilot balloon/cuff system intact.)